Event description:
Boston scientific crm received information that this patient, who has a cardiac resynchronization therapy defibrillator (crt-d) device, exhibited cardiac decompensation after implant because of bi-ventricular pacing. The physician elected to change the pacing parameters, so there was maximum atrioventricular delay and fusion. The patient is doing much better. There were no other adverse patient effects reported. Subsequently, additional information was received that this crt-d was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.